Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
In late 2008, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. A follow-up cta taken in january (date unk) revealed occlusion of the limb portion of the trunk ipsilateral leg component. A femoro-femoral bypass was performed in 2009 and the pt is doing well.